Event description:
It was reported that the patient experienced a hyperglycemic event at 401 mg/dl after a large holiday meal without meal announcement while using the ilet system, and the complaint was categorized as hyperglycemia with unclear cause. Customer care provided support that included collection of a blood glucose questionnaire and follow up with the user. Investigation of this case revealed no device malfunction or component failure and identified user-related factors consistent with missed meal announcement associated with hyperglycemia. Symptoms included dry mouth consistent with high blood glucose. Outcomes included self-management without escalation of care or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.